Manufacturer narrative:
The pt's attorney initially reported a composix e/x, which was filed with the FDA under MDR 213643-2010-00335 when davol was originally made aware of the complaint. However, medical records were later received that identified an additional mesh. Based on a review of the pt's medical records, pt was treated for a ventral incisional hernia on (B)(6) 2003 using a bard composix e/x mesh. On (B)(6) 2003, pt underwent and exploratory laparotomy that revealed a "single small pocket of infection in the hernia sac." The previous mesh was explanted. Explanted mesh was very well attached with no evidence of hernia recurrence, no evidence of bowel damage or problems with bowel. On (B)(6) 2004, pt was again treated for a ventral hernia with a bard dulex mesh. That mesh was explanted on (B)(6) 2005. The surgeon said adhesions stuck to the gore-tex mesh caused a small bowel obstruction, which was excised. Surgeon noted that there was no muscle under or on top of mesh that looked as if mesh had just been used as a bridge between abdominal wall musculature. Adhesions are stated in the instructions for use as a possible adverse reaction. A proceed mesh was used in this repair. The medical report states that the pt was treated for recurrence, which is a possible adverse reaction stated in the product's IFU. Based on the info available, it is unk whether the device may have caused or contributed to the event. No product has been returned. No conclusion can be drawn at this time.

Event description:
Based on a review of medical records provided by pt's attorney: (B)(6) 2002 - open gastric bypass. On (B)(6) 2003 - repair of ventral incisional hernia with bard composix e/x mesh, lysis of adhesions. On (B)(6) 2003 - removal of ventral hernia repair mesh. On (B)(6) 2004 - laparoscopic repair of ventral incisional hernia with bard dulex mesh, lysis of adhesions. On (B)(6) 2005 - exploratory laparotomy, lysis of adhesions, release of small bowel obstruction, excision of old mesh, repair of incisional hernia with proceed mesh.